Event description:
It was reported that a half day infusor had particulate matter inside the elastomeric balloon. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot manufactured from 10/15/2014 to 10/17/2014. The device was received for evaluation. Visual inspection did not identify any evidence of particulate matter within the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.